Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw a little sliver of green on her ins battery and it was confirmed the ins was getting low. Following the low battery appointment, they had major tremors in their legs. They said the ins was depleting rapidly and may have to do with the increase in settings. The settings were lowered at following appointments.